Event description:
During recent implant surgery, intraoperative testing reportedly revealed one open circuit on the electrode array. A post-operative x-ray showed that the electrode array was folded over. The pt's device was explanted (date not given). The pt was reimplanted with another advanced bionics cochlear implant.